Event description:
Based on additional information received on 28-mar- 2016, the case initially assessed as non-serious was upgraded to serious as the events pain/following three days were excruciating/would hurt if I blinked my eyes/ trouble with both knees and swelling in my knees were updated to serious with required intervention as seriousness criteria. This unsolicited device case from united states was received on (B)(6) 2015 from a patient. This case concerns a (B)(6) male patient who initiated treatment with synvisc and later after unknown latency experienced pain/following three days were excruciating/would hurt if he blinked his eyes/ trouble with both knees, swelling in his knees, bout of dizziness, when he moved it hurts, had lot of sleepiness and knees were really hot. Patient's medical history included double-triple hernia in childhood, rotator cuff orthoscopic repair of both right and left shoulder, anterior and posterior fusion of l5/s1, removal of hardware l5/s1, refusion of l5/s1 and disc showing of l3/l4, failed back surgery and had chronic back pain. It was reported that patient had previously received synvisc injection in 2014. Concomitant medications included methadone, gabapentin and hydrocodone for pain, celecoxib (celebrex) for pain/swelling, duloxetine hydrochloride (cymbalta) for pain/depression, simvastatin for high cholesterol and metformin hydrochloride (metformin) for diabetes. On an unknown date in (B)(6) 2015, the patient received first shot of second round of treatment with synvisc injection at a dose of 2 ml, once a week for 3 weeks (batch/lot number: q1413; expiration date: 31-mar-2017 and route not provided) in an unspecified knee for osteoarthritis. The same day, after the first shot of injection the patient had pain in knee. It was reported that the following three days were excruciating and it would hurt if patient blinked his eyes. On unknown dates in (B)(6) 2015, after unknown latency, the patient experienced bouts of dizziness, had swelling in his knees, the knees were really hot and when the patient moved it hurts. It was reported that the patient's uninjected other knee was deteriorating. On (B)(6) 2015, the patient received the second injection of second shot in both knees. It was reported that the patient had trouble with both knees. Pain and swelling started the day after the first of 3 shots. Also reported that the patient's knee that was injected prior was worse with pain and swelling. Patient received the second shot also as patient's doctor was unsure if the increased pain was due to synvisc. It was reported that the pain increased and was becoming intolerable, hence patient's doctor did not continue with third shot. Further reported that the patient was not moving now but when he moved it hurts. Action taken: permanently discontinued corrective treatment: hydrocortisone (cortisone) for pain/following three days were excruciating/would hurt if I blinked my eyes/trouble with both knees and swelling in my knees; not reported for other events. Outcome: recovered for pain/following three days were excruciating/would hurt if I blinked my eyes/trouble with both knees and swelling in my knees; not recovered for all the events a pharmaceutical technical complaint was initiated with global ptc number: (B)(4). The production and quality control documentation for lot number q1413 with expiration date mar-2017 respectively was reviewed. The investigation showed that the product met specifications. No associated nonconformances were noted. Based on the lot number, batch record review & lot number frequency analysis for lot number q1413 no CAPA was required. Genzyme biosurgery would continue to monitor complaints to determine if a CAPA was required. Seriousness criteria: required intervention for pain/following three days were excruciating/would hurt if I blinked my eyes/trouble with both knees and swelling in my knees additional information was received on 10-feb-2015. Global ptc number and ptc results were added. Additional information was received on 28-mar-2016 from patient. The case was upgraded to serious. Patient's height was added. Medical history, concomitant medications and concurrent conditions were added. Corrective treatment for pain/following three days were excruciating/would hurt if I blinked my eyes/trouble with both knees and swelling in my knees was added. Action taken was updated form unknown to permanently discontinued. Treatment stop date of synvisc was added. Outcome of pain/following three days were excruciating/would hurt if I blinked my eyes/trouble with both knees and swelling in my knees was updated from not recovered to recovered. Clinical course was updated and text was amended accordingly.